Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports an unknown, issue occurred during a case and they cycled power to the system. At power up, the table tube shroud display displayed the message, generator exposing at power up . The staff moved the patient to another room to complete the procedure without incident. No reported injury.

Manufacturer narrative:
Biomed reported to service that at power up, the table tube shroud display displayed the message, "generator exposing at power up" . Service explained to biomed that this was a message that can occur if the sedecal generator and table were being brought up at exactly the same time without an exposure actually taking place. Customer did not know what the original issue was with the system. The field service engineer (fse) went on site and checked the unit, but could not reproduce the reported issue. Fse checked the system per service checklist (B)(4) and returned the unit to the customer for service.